Event description:
Healthcare professional reported right side deflation. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional additionally reported against right-side, ¿hole in valve" and "hole on valve side¿ during explantation. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6, device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, one opening device on the valve bond edge side assessed as unidentified (tear) opening and one opening in valve side assessed as cracked valve seat diaphragm valve. ¿ valve leak and/or damage: observed, one opening in valve side assessed as cracked valve seat diaphragm valve. Additional observations: ¿ crease is observed. ¿ wear abrasion is observed.

Event description:
Healthcare professional reported right side deflation. Healthcare professional additionally reported "hole in valve" and "hole on valve side." Device has been explanted.